Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported experiencing difficulty controlling blood glucose levels. Pt stated, the insulin cartridge compartment has been wet and air bubbles in the system after filling the infusion set for 2 months. Pt reported receiving no alarm or error messages. Pt is missing the e4 (occlusion) error message. Pt stated blood glucose levels have been over 600 mg/dl. Pt reported feeling sick and was admitted for re-adjustment because of the elevated blood glucose levels. Pt reported being on stationary treatment from (B)(6) 2011 to (B)(6) 2011. Pt reported switching to the backup infusion device on (B)(6) 2011 and afterwards blood glucose levels were okay. Pt took correction via the infusion device and with the pen. Pt's normal blood glucose level is 120 mg/dl. No further info is available. Product was replaced and requested return of the alleged product for eval.